Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported the display on the infusion device is damaged. Pt stated the date switched automatically by itself back to (B)(6) 2012. Pt reported her blood glucose level was okay and she experienced no health problems. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.